Event description:
Customer and customer's spouse called and stated they were concerned about the insulin pump. Customer states in the middle of the night device will not work. Customer stated he would hit the side of the device, it turns and device alarms weak battery. The device has also alarmed several time during manual prime. Also during bolus the device would sometime skip numbers. Customer's blood glucose during the blank display issues was 150 mg/dl. No physical damage noted on the device. The device was not dropped, bumped, or exposed to moisture. Customer was advised the issue might be due to a battery cap and customer declined further troubleshooting. Customer does not use the recommended battery type. Customer was able to fix no delivery issues by disconnecting and reconnecting the reservoir and tubing. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.